Event description:
It was reported that the ventilator generated two technical error codes indicating control printed circuit board communication failure with the monitoring printed circuit board and a panel disconnect. (B)(4).

Manufacturer narrative:
(B)(4).